Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had significant pain over the battery site. It was noted that the patient had been working 10 hour days at (B)(6). The healthcare provider (hcp) was not sure if it was an issue with the battery or the patient¿s back pain. It was reported that the patient had pain in their legs. The patient has not had stimulation for the past month, and their regular back pain returned. It was noted that the pain at the battery site persists with the stimulation turned off. The patient planned to discuss battery replacement and pocket relocation with their hcp. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the long hours at work had no apparent effect to the system. The patient turned it off because the battery site was so sore. A revision is going to occur. But a date has not been given yet. No further complications were reported.